Event description:
Rptr stated that while hospitalized for emphysema and a virus, not diabetes, meter to hcp meter comparison testing was done. Tests were at the same time, using hosp's strips. The results were 350mg/dl on rptr's meter, and 159mg/dl on the hosp's meter (the rptr described it as a surestep hosp meter.) A lab test reportedly done at same time was "high", but results not known. Rptr stated that rptr's meter readings prior to admssion were elevated and that rptr felt high. On followup, control test of 128 (by nurse) was in range. No harm was alleged.